Event description:
(B)(4).

Manufacturer narrative:
(B)(4). No sample is available for investigation. We have informed our manufacturing department accordingly. A follow up report will be provided after the statement is available.